Event description:
Journal reference: voges, j., r. Hiker, et al. (2007). "Thirty days complication rate following surgery performed for deep brain stimulation." Movement disorders 22(10): 1486-1489. The article describes a retrospective study of 1,183 patients treated with deep brain-stimulation for a number of conditions. Data was collected from five centers. The goal of the study was to evaluate serious adverse events occurring during the first 30 postoperative days. A number of pt complications were presented in the article. Two pts experienced seizures (one each) post dbs surgery. Both pts had cardiovascular risk factors. Treatment and outcome info was not provided.

Manufacturer narrative:
.